Event description:
It was reported that during a gastric bypass procedure, the device was spitting clips into the abdominal cavity. They were retrieved. The event occurred with 2 devices. They got a third device to complete the procedure. No patient impact. No return devices.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation.